Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. Shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Shaft polymer extrusion profile has no kinks or damages. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional testing was performed. The device was soaked overnight in the water bath at 37 degrees. Using an encore inflation unit an attempt was made to inflate the balloon where a pinhole leak was confirmed. The pinhole was located approximately 1mm distal to the proximal markerband. The device was returned to the cis for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. A pinhole leak was observed at the proximal section of the balloon. No other issues were noted with the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20mmx3.8mm, <=45-degree bend, concentric, de novo progressive target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at the nominal pressure upon first inflation when inflated for 5 seconds. The device was removed, and procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the balloon was inflated at 12atm.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20mmx3.8mm, <=45-degree bend, concentric, de novo progressive target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at the nominal pressure upon first inflation when inflated for 5 seconds. The device was removed, and procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).